Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm due to a use error further described as therapy was initiated prior to the patient being connected to the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set and instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on the homechoice device during the initial drain of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, it was noted that the patient had initiated therapy prior to connecting themselves to the patient line. Proper procedures were reviewed and the technical service representative assisted the caregiver with clearing the alarm. The caregiver was advised to start therapy over using new supplies. There was not patient injury or medical intervention associated with this event. No additional information is available.